Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated they had erroneous results for multiple tests and provided data for one patient sample. The initial total protein result was 2.5 g/dl and was reported. The physician notified the lab of the erroneous result and on (B) (6) 2010, the sample was pulled and repeated. The repeat result was 7.5 g/dl. The user stated, the physician was able to view the erroneous result online, but knew the value was not correct and did not treat the patient. The total protein reagent lot number was not provided. The field service representative determined there was a damaged reagent r2 carousel and multiple r2 reagent bottles were loose in the carousel and were shifting around. He replaced and adjusted the carousel. To verify the analyzer operation, the user performed calibration and qc with all results acceptable.